Event description:
I got my breast implants about 8 years ago, shortly after I noticed that I was not shaking off the anesthesia, my brain was in constant fog. About 4 years ago, I went from being a fit, extremely healthy person and worked out 4 days a week. I was very active. That all changed about 4 years ago when I had absolutely no energy, pain everywhere, and had no idea what was going on. I have undergone tons of labwork, MRI's, CT scans, surgeries, therapy, been on numerous medications, spinal injections including many strong pain medication. I have had a very miserable 4 years, with many increasing symptoms and no answers, some of my symptoms include: blurred and double vision, thickened tendons and fascia, unbearable joint pain, extreme tiredness, brain fog, extreme night sweats. I have also been tested for lyme disease, crohn's, lupus. I have some sort of antibody "issue" going on, and all the drs that I have seen all say that I have some sort of autoimmune process going on. About 3 months ago, it dawned on me that it could be my implants, the same implants that I was assured "were safe lifelong". As soon as I looked up breast implants making me sick, I was bawling. I knew that this was exactly what was happening. Besides of the symptoms, I also learned that I am hla b27 positive, which apparently, had been tested prior to getting my implants. I could have made the better choice of not getting the implants. I hope something gets in place that requires all women to be mandated to be blood typed prior, the cord to healthcare alone should be considered. I am now scheduled to have my implants removed. On (B)(6) 2019, I will have the 4 hour surgery to remove the implants and capsules. I pray that I get the relief that so many women testified to getting after having theirs removed. FDA safety report ID# (B)(4).